Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, an attempt was initially made to perform ivus, but the probe could not pass through the lesion. The wolverine catheter was then used for predilation. Although the lesion was successfully passed, the pressure dropped when the balloon was inflated to 6 atm during the initial ballooning, and a rupture was noted. The procedure was completed with another of the same device. There was no adverse event.